Manufacturer narrative:
Conclusion: while the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Surgery and a blood transfusion successfully treated the hematoma.

Event description:
After an ep interventional procedure on (B)(6) 2019, 3 vascade mvp and 1 vascade 5f device was utilized to close the 4 access sites. The mvp were used on 2 right venous access sites and 1 left venous access site. The vascade 5f was utilized to close the left arterial site. All devices were deployed successfully per the ifus and final hemostasis was achieved on all access sites. The patient was moved to recovery and later discharged without issue. On (B)(6) 2019, patient returned to hospital with hematoma. The patient was sent to surgery and the hematoma was surgically corrected. Patient was then discharged.